Event description:
The service report shows the customer reported that the 840 ventilator was inoperable. There was no pt involvement. The covidien technician support engineer (tse) troubleshot this issue with the customer over the phone and suggest to run the unit overnight and the extended self test. The customer reported to have passed all testing. Unit was returned to service.

Manufacturer narrative:
(B)(4).